Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an atrial lead that was over-sensing noise. The lead was explanted and replaced. During the procedure, the implantable cardioverter defibrillator was also replaced for the advisory for premature battery depletion. The patient was stable.